Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: (B)(6) 2024. Section h3: evaluated by manufacturer: yes . Device evaluation: the lens was inspected under magnification. The lens was received cut in half. The lens was cleaned and presented with no further issues. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5, a6, patient information: declined due to personal data privacy legislation/policy. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted from the left eye. The reason for the explant was negative dysphotopsia. The issue was noticed during a postop exam. Directions for use were followed. The iol was replaced with a non jnj lens model softec hdo +20.75 diopter. The patient has fully recovered. There were no complications such as incision enlargement, vitrectomy or sutures. The reported symptoms lasted 4 months and 26 days. No further information was provided.